Manufacturer narrative:
H3: hospital refused return when device return was requested. Therefore, returned product analysis could not be performed. There was no indication that the event was related to a potential manufacturing issue. Therefore, no device history record (DHR) review was performed. The suspected likely cause of the event could be anticipated use characteristics. The device has been used for more than a year with no repair. IFU or product experience suggests that the behavior is typical for the given the circumstances, or the failure occurred over a period of time. The complaint investigation determined that this event had foreseen risk and is included in monitoring, and therefore no further action was required. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the troubleshooting of nim vital, the console demonstrated variable start-up behavior. On one occurrence the main clinical screen was not reached for over three minutes. On another start-up, the audio tone "chirp" similar to that displayed when the system is using battery back-up was heard for 6-8 seconds approximately two minutes after the power button was first pressed and the screen was still dark. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6) is 08 february 2022 d1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6) is nim vital¿ patient interface 4 channel medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.